Manufacturer narrative:
Follow-up #1: date of submission 5/9/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings:.. The complaint was verified in testing. Unable to verify the time/date reset to default setting in the black box. The black box shows a manual time/date change from 2017-03-21 01:00 to 2017-03-20 13:01.a replace cartridge alarm was recorded on 2017-03-26 07:58;deliveries never resumed.. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting... The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Manufacturer narrative:
The time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) of 400 mg/dl with extreme drowsiness, extreme thirst and nausea associated with a time/date reset issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date reset to default when the battery was removed from the pump for less than 12 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset, with use error as a contributing factor.